Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported the patient had initially been implanted in (B)(6) 2022. The patient developed an infection (event date unknown), and therefore, the patient underwent an explant procedure to remove plate(s) and screw(s). Follow up was conducted to obtain more information. It is unknown what type of infection the patient had. It was reported new devices were not implanted in the patient, and according to the surgeon, the patient is "doing fine". Device information and quantity for the explanted plate(s) and screw(s) is unknown, and it was reported the explanted devices are not available for return/evaluation. This report is related to report numbers 3025141-2023-00037 and 3025141-2023-00038 for the other devices involved in this event.